Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Customer reported that express touched to iris after the surgery. The patient also experienced serious choroidal detachment following the procedure. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device is touched to the iris. The patient also experienced serious choroidal detachment following the procedure. Additional information was requested and received.

Manufacturer narrative:
Additional information provided in describe event or problem. And evaluation codes. (B)(4).

Event description:
Additional information was received reporting that the corneal endothelial cell was small before surgery and the persistence of early hypotony after surgery are involved with the corneal endothelial cell loss. The surgeon considers the event to be non-serious.